Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that twelve x-tips broke during use; no injury resulted.

Manufacturer narrative:
Customer returned 14 unopened drill and guide sleeves. Visually inspected xtips under the microscope. No markings or manufacturer defects found. Customer did not indicate what part of the xtip was broken. Also, customer did not indicate at what speed the xtip was being used on. The direction for use indicates the xtips are to be used in a "slow speed 15,000 - 20,000 rpm hand piece". Customer did not return any broken xtips. Root cause is unknown since no broken xtips were returned. A DHR review was conducted with no discrepancies noted.